Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink vented solution set would not allow intravenous acetaminophen to flow through the tubing. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The customer reported that this event occurred during priming. Therefore, there was no patient involvement. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed no issues that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.